Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging her husband's onetouch ultramini meter was displaying inaccurately low results compared to his feelings and/ or normal results. The complaint was classified based on the customer care advocate (cca) documentation. One month prior to contacting lfs, the reporter stated the patient obtained readings of approximately "25, 68, 70mg/dl" on his lfs meter. It is unknown how much time passed in between each reading. The reporter stated that her husband uses novolog flex pen to manage his diabetes. The reporter stated the patient made no changes to his usual diet, activity level or medications on the day of the alleged issue. However, 2 weeks after the alleged issue began the patient developed symptoms of "feeling listless." The patient was reportedly seen in the emergency room, in (B)(6) and a blood glucose reading of "242mg/dl" was obtained by the ER meter, and he was given an unknown amount and type of insulin in response to the reading. The reporter also stated the patient went to the pharmacy, and they were advised to contact lfs regarding the low readings. At the time of troubleshooting, the cca noted the meter was in the correct unit of measurement at the time of testing. However the cca was unable to assist the reporter with a walk through retest since she did not have testing supplies available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter alleged obtaining severely low blood glucose readings, developing symptoms, and requiring treatment for hyperglycemia by a healthcare professional, after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. Since the test strip lot number was not provide by the patient at the time of the call, pa is unable to perform any test strip investigation. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.